Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient¿s dexcom g7 sensor temporarily stopped providing readings due to a brief sensor issue. As a result, no egv were available a little over three hours. This made the op5 pump unable to access aid. The patient just said she wasn't feeling well. At approximately 11:00 a.m., she was admitted to the emergency room (ER), where her blood glucose was measured via fingerstick (fs) at 280 mg/dl. She was given insulin by injection and additional tests were performed. She was discharged at around 7:00 p.m. After results were determined to be within normal limits. The patient does not recall her last reading before the sensor error occurred. Supposedly they were not "high" as she mentioned that she just continued working when the error occurred and had to stop when she felt unwell and realized the readings had not come back. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.